Manufacturer narrative:
Abbott laboratories identified negative interference from the drug n-acetyl cysteine (nac) with the architect lactic acid assay leading to falsely depressed lactic acid results. A product correction letter was issued to all current architect lactic acid customers. The letter informs the customer that patients undergoing treatment with n-acetyl cysteine (nac) may have falsely depressed lactic acid results. Architect lactic acid list number 09d89 is being discontinued. Customers who receive the final lots of list number 09d89 will be notified of the interference from nac via additional labeling (kit stuffer) contained within the reagent kit.

Event description:
The customer was notified by colleagues at other hospitals of interferences with n-acetyl cysteine and enzyme based assays. The customer inquired as to whether abbott laboratories has any information regarding similar interference with architect assays. No discrepant architect patient results or impact to patient management was reported.